Event description:
A malfunction alarm was reported, displaying malfunction 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer with the process. The malfunction did not recur after resetting, and the customer was advised to contact technical support if the issue reappeared. The customer understood and acknowledged the guidance provided.